Event description:
It has been reported that the right ventricular (rv) lead demonstrated elevated undefined impedance, absence of capture, oversensing, and a lead fracture. Consequently, the lead was explanted and replaced. There have been no patient complications reported as a result of this incident. Due to the limited information received, further follow-up to obtain related details was not possible.